Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was no sound coming from the speaker of the pic ix central station due to a malfunction of the speaker. The device was in clinical use at the time of the reported event. No death or patient / user injury or harm was reported.

Event description:
It was reported that there was no sound coming from the speaker of the pic ix central station due to a malfunction of the speaker. The device was in clinical use at the time of the reported event. No death or patient / user injury or harm was reported. A remote service engineer (rse) spoke to the customer. Functional analysis was performed and identified that the external speaker connected to the central station was not producing sound. The rse advised the customer to replace the external speaker and provided the part number for a replacement speaker. The device failed to work as intended. The customer was provided with the part number for a replacement speaker to repair the device and resolve the reported issue. The device remains at the customer site.